Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated three times; at twelve atmospheres for ten seconds during the 1st inflation, fourteen atmospheres for 10 seconds on the second inflation, and the balloon ruptured at sixteen atmospheres on the 3rd inflation. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter with a stopcock attached to the hub. There was blood in the manifold, inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon revealed a 6mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated three times; at twelve atmospheres for ten seconds during the 1st inflation, fourteen atmospheres for 10 seconds on the second inflation, and the balloon ruptured at sixteen atmospheres on the 3rd inflation. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).